Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use. The customer was performing a diagnosis coronary procedure. The procedure was delayed as customer had to use another footswitch from control room. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch did not work intermittently. Upon functional testing, the fse found that the exposure pedal was defective. The defective wired footswitch was returned to analysis, and it determined that the button, joystick, handle, switch was not working correctly. To resolve the reported issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger imaging. No harm was reported to philips. Philips has started an investigation of this complaint.